Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was the result of an infusion set failure and failure to resort to ketone action plan and failure to resort to back up therapy method as outlined in labeling and training in the setting of prolonged hyperglycemia. After infusion set change over the phone with agent, hyperglycemia and ketones cleared by the time the user was assessed in the ER and no further treatment was necessary.

Event description:
On 10/29/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in a visit to the ER. The event occurred on 10/29/24. On 10/29/24, the user reported rising bg levels after switching their infusion set the previous day. A system check by the customer care agent revealed no insulin leaks, and the tubing was filled. However, the cannula was found to be bent. The agent assisted the user in performing a site change to resume insulin delivery. The user was using the convatec inset (23", 6mm) teflon infusion set. The user's blood glucose reached a high of 386 mg/dl and remained elevated for 8 hours without back-up therapy or ketone testing initially. Later, the user reported moderate to large ketones and a blood glucose level of 261 mg/dl with a downward trend, after which they planned to visit the ER following advice from their healthcare provider. Upon arrival at the ER, the user's blood glucose had stabilized to 114 mg/dl, and a repeat ketone test showed no traces of ketones. The ER doctor confirmed that no further treatment was necessary.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.